Manufacturer narrative:
G4: 26apr2021. B4: 28apr2021. The authorized service representative tested the ventilator and the issue could not be duplicated. The issue could not be duplicated, all testing passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the unit freezes when on the patient data screen. The customer does not know if there are any error codes. There was no patient involvement.